Event description:
The customer reported the bronchovideoscope, was leaky. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional evaluation findings are as follows: due to deformation of control unit, water tightness was lost, due to damage on insertion tube rotation ring, connecting tube does not rotate smoothly, adhesive on bending section cover or distal sheath was detached, plastic distal end cover/probe cover and adhesive around objective lens had corrosion, due to damage on channel tube, water tightness was lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, grip had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when inserting/retrieving the endo therapy accessories and/or cleaning brush, etc., their metal parts interfered with biopsy channel port, which may have caused the event to occur. However, a definitive root cause could not be determined. The event can be detected by handling the device according to the following instructions for use. Detection methods are written in IFU: bf type p150/1t150 operation manual chapter 3 "preparation and inspection" olympus will continue to monitor field performance for this device.